Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead was noted to have exhibited noise. On (B)(6) 2016 during a merlin.net transmission several atrial noise reversions were noted with inappropriate -automatic mode switches-. The lead was electrically stable and the patient is asymptomatic. The patient will be brought into the office for further testing, including isometric testing. No additional information had been reported.